Event description:
It was reported that the device displayed all three (attention, charge pak and wrench) icons. The reported problem could be an indicative of a device that would fail to power on and unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
Correction/additional information: the initial emdr reads: physio-control evaluated the device and verified the reported issue. Physio determined the cause for the problem to be depleted internal hlc batteries. A replacement device was provided to the customer. The initial emdr should read: physio-control evaluated the device and verified the reported problem. Physio found that the internal hlc batteries were depleted. The cause for the malfunction was determined to be failure of one of the hlc batteries, bt3, that would not hold charge. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio determined the cause for the problem to be depleted internal hlc batteries. A replacement device was provided to the customer.